Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate perforation by the guide wire during post dilation caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in singapore, this was a case with a 26mm sapien 3 valve in aortic position by transfemoral approach using basilica technique. During the procedure, the case proceeded as planned. However, upon implant of the 26mm sapien 3 valve, mild-moderate paravalvular leak was observed on angio and blood pressure started to drop. Immediate post-dilatation with+2cc was performed and a left ventricular outflow tract (lvot) perforation occurred, which led to rupture, but blood pressure did not recover. Adrenaline and cardiopulmonary resuscitation (CPR) were administered immediately, and upon review of tee, pericardial effusion resulting in cardiac tamponade was noted. Pericardiocentesis was immediately performed, and the patient was subsequently put on extracorporeal membrane oxygenation (ECMO). The patient was converted to open-heart repair to repair the lvot perforation and the valve was explanted. A new surgical bioprothesis valve was implanted. The patient was stable, recovered, and discharged. As per medical opinion, the perceived root cause of this event was a left ventricular outflow tract (lvot) perforation with the guide wire during post dilation.